Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that the pump had a blank display a month ago and thought he solved the issue. The pump had another blank display and it returned after a new battery was inserted. The following alarms were in the pump history: battery out limit, two bad batteries and 2 low batteries. He stated that he changed the battery 5 times within the day. The customer was advised to monitor the pump and call if the issues recurred. The insulin pump was not returned for analysis.